Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a distributor that the probe did not function steadily after about an hour during a thyroidectomy procedure. A warning sound was heard but other times there would be no signal. There was no error code displayed on the monitor. The doctor reconnected all the connections but the issue persisted. The doctor changed the probe and the issue was not resolved. The doctor changed the endotracheal tube and the system functioned properly. The procedure was delayed for 12 minutes. The procedure was completed with the second set of probe and endotracheal tube.

Manufacturer narrative:
Analysis found that visually, there was no damage or anomalies in the construction of the device. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.2 ohm which is in specification. There was no intermittent behavior while manipulating the tip, connector, and wire. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system consistently returned 1.02 ma and a waveform / event tone over 300uv. (B)(4). If information is provided in the future, a supplemental report will be issued.